Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation of the implantable cardioverter defibrillator, normal device function was noted. An attempt was made to perform a firmware update, the device went into backup operation. The device was restored successfully. That patient was not dependent, stable and asymptomatic throughout.